Event description:
It was reported that the blade broke at the mount area during a total knee replacement. The broken piece of the blade did not fall into the surgical site and there was no patient injury reported.

Manufacturer narrative:
Device visually inspected and one tab was broken off the blade mount. The sides of the blade show a high level of impact marks. This can occur if the edges of the blade repeatedly strike a hard surface such as the jig. This would indicate that the high level of impact marks on the side of the blade contributed to the blade breaking at the mount, therefore causing the blade to fall out of the handpiece.